Event description:
It was reported that pump declared altitude alarm 21 while insulin delivery was suspended and speaker holes on back of pump were obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker openings, removed and reinstalled cartridge, and attempted to resume insulin several times, but alarm recurred until customer waited two hours for possible moisture to evaporate; customer then loaded new cartridge, resumed delivery, and pump returned to normal operation after technical support explained likely exposure to condensation or humidity, provided prevention tips, and confirmed that pump was working properly.